Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the reported clip opening while establishing final arm angle could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip opened when establishing final arm angle/efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; and the clip was placed. However, the clip opened to approximately 30 degrees while locked when establishing final arm angle/efaa. The efaa steps were repeated two times, but failed each time. Therefore, the cds was removed with the clip attached and the procedure continued with a new cds. One clip was implanted, reducing mr to 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.